Event description:
During a pci treatment procedure, the maverick2 monorail 12x2.5 mm balloon ruptured at five atms on the first inflation. The pt was asymptomatic, during this event. The lesion being treated was a 99% stenotic lesion in the apical portion of the left anterior descending coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.